Manufacturer narrative:
Service replaced the harness, right back, above 4 (part 7-94081-01) to resolve the issue. Review of the service history for the architect i2000sr analyzer did not identify any additional issues associated with the complaint issue on or around the date of the complaint. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn/charring observed was limited to a small area on the harness; the damage did not spread to other parts of the instrument. A review of complaint and trending data did not identify any trends for tickets with replacements of the harness, right back, above 4. A review of architect i2000sr tracking and trending data did not identify any systemic issues or trends related to the issue identified in this complaint. Manufacturing documentation for the part was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Event description:
While inspecting and repairing the customer's architect i2000sr analyzer, the field service representative observed a burn mark on the black line of the wash zone 1 temperature sensor cable. No visible smoke or fire was observed. There were no injuries and no impact to patient management reported.